Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced mild painful urination. Her presenting symptoms were "burning with urination, frequency of urination, pinkish blood noted on tissue after wiping." Medication was administered on (B)(6) 2015 and the event was considered resolved on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the event was considered resolved on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).